Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), headache ("headaches"), alopecia ("hair loss"), endometrial thickening ("endometrial thickening"), abdominal distension ("severe bloating"), thyroid disorder ("thyroid fluctuations"), food allergy ("food sensitivities"), premature menopause ("early menopause symptoms") and anxiety ("anxiety") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral), hyst(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, headache, weight increased, alopecia, hormone level abnormal, endometrial thickening, abdominal distension, thyroid disorder, food allergy, premature menopause and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, dysmenorrhoea, endometrial thickening, food allergy, headache, hormone level abnormal, menorrhagia, premature menopause, thyroid disorder and weight increased to be related to essure. The reporter commented: in pfs it is mentioned "other¿ please describe - self esteem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain ¿ dysmenorrhea(cramping), bleeding ¿ menorrhagia (heavy menstrual bleeding), headaches, weight gain, hair loss, hormonal changes, endometrial thickening, severe bloating, thyroid fluctuations, food sensitivities, early menopause symptoms, anxiety, essure confirmation test conducted: no. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.